Manufacturer narrative:
(B)(4). Review of CT¿s 1 year post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal diameter measured 21mm, and the proximal neck appeared calcified. The ipsi limb was positioned down into the right common iliac artery, and the contra limb was within the left common iliac. Beginning at the level of the bifurcate flow divider, the contra limb was completely occluded distally. The flow in the left leg resumed at the left femoral artery, and the ipsi limb was patent. The contra limb appeared slightly compressed within the 25mm diameter and calcified distal aorta. The contra limb ID measured 8 x 17mm and the ipsi limb ID measured 12 x 16mm at that same location. Proximal to the compression (within the aaa sac) the contra limb ID was 11 x 12mm, and distal to the compression (within the left common iliac artery) ranged from 10 ¿ 16 ¿ 10mm. The flow lumen diameter within the left femoral artery was 10mm. The iliac arteries were non-tortuous, and no other stent graft compression or kinks were seen. The max diameter aaa measured 4.6cm, and a likely type ii endoleak from 1 or more lumbar¿s were seen feeding the sac. No other stent graft issues were observed. The exact cause of the left limb occlusion could not be determined from the films provided. The pre-implant anatomy, films during implant, and earlier post-implant films were not available for review. It is possible that stent graft placement within the small and calcified distal aorta with resulting slight stent graft compression, may have led to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient had a recent CT where the physician observed that the limb had occluded. The patient will be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.